Manufacturer narrative:
Siemens filed initial MDR 2517506-2020-00335 on 17-nov-2020. Corrected and additional information (19-nov-2020): siemens further investigated the issue and reviewed the instrument data. Section b6 was updated to reflect the data siemens obtained from the instrument files. The instrument data revealed that sample ID (B)(6) did not recover a value of 0.017 ng/ml as the customer indicated; the sample recovered at a raw value of 0.000 ng/ml, which correlates to <0.017 ng/ml. The customer reported that the new sample had a sample ID of (B)(6), which recovered at 0.017 ng/ml. The only sample that was processed between 02-sep-2020 and 29-oct-2020 that produced a cardiac troponin I (tni) value of 0.017 ng/ml was sample ID (B)(6). The 0.017 ng/ml tni result of sample ID (B)(6) was produced on (B)(6) 2020. The original sample was repeated on (B)(6) 2020 using sample ID (B)(6) out of a primary tube recovering a tni value of 0.000 ng/ml and reported by the instrument as <0.017 ng/ml. Siemens reviewed the instrument files and determined that the customer uses the siemens assay range of 0.017 - 40 ng/ml as defined in the instruction for use. Therefore, all listed values that are lower than 0.017 are reported as <0.017 ng/ml by the system. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. Reagent 1 (r1), reagent 2 (r2) and sample probes were over tightened against the transducer housing, potentially causing some interference with mixing. The cse adjusted the probes, replaced the film and diaphragm, checked alignments, performed 50 reset burns on the luminescent oxygen channeling immunoassay module detector, and ran test, which recovered acceptably. Siemens determined that the r1 and r2 probes would not contribute to the discordant result as they are not used when processing the cardiac troponin I (tni) assay. The aspiration profile does not illustrate an issue with the sample mix on the instrument during the sampling process and there was no process error relating the performance of the module, the sampling system, or the reagent delivery system. The quality controls (qc), calibration and the performance of the other patients were all within expectations, indicating the reagent is working as specified. Siemens could not rule out sample handling as a potential cause as the customer was unable to provide information on the sample handling of the sample. A combination of sample handling and the interference of the sample mixer potentially contributed to the discordant, falsely elevated tni result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension® exl¿ 200. The initial result was reported to a physician, who questioned the result. The patient was redrawn, and the new sample was run on the same instrument, resulting lower than the initial result. The initial sample was also repeated on the same instrument, resulting lower. The repeat results matched the patient's clinical picture and were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated discordant cardiac troponin I result.